Manufacturer narrative:
The product has been received in medtronic's u.s. Service depot for analysis. The analysis and investigation are in-progress at this time. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Medtronic received information reporting that during set-up for a procedure, after the 560 bio-console system was turned on, the external drive motor (edm) pump speed suddenly went to maximum. It was also reported that the edm noise was high. The edm was replaced with a backup edm device, which performed normally. There was no resulting patient impact. The instrument has been returned to the u.s. Medtronic cv service depot for analysis.

Manufacturer narrative:
Functional testing in the u.s. Medtronic sh service depot was unable to duplicate the reported event. The performance of the external drive motor was verified to pass all specifications. The investigation was unable to identify the cause for the reported event. (B)(4).

Event description:
Medtronic received information reporting that during set-up for a procedure, after the 560 bio-console system was turned on, the external drive motor (edm) pump speed suddenly went to maximum. It was also reported that the edm noise was high. The edm was replaced with a backup edm device, which performed normally. There was no resulting patient impact. The instrument has been returned to the u.s. Medtronic cv service depot for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.